Event description:
It was reported via the implant patient registry that this patient with a 27mm 3000tfx 27mm aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 15 years due to unknown reasons. The tpvr was performed with a 29mm 9600tfx. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this patient with a 27mm 3000tfx 27mm aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 15 years due to unknown reasons. The tpvr was performed with a 29mm 9600tfx. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that this patient with a 27mm 3000tfx 27mm aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 15 years due to severe pulmonary insufficiency and moderate pulmonary stenosis. The patient presented with sob and fatigue. The tpvr was performed with a 29mm 9600tfx transcatheter heart valve. According to the physician, there was no allegation that the surgical valve prematurely failed.